Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with insulin during the load process. The customer reattempted to load the cartridge and was able to complete the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer had used cold insulin.